Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a scheduled follow up. Upon interrogation of the pulse generator, it was discovered that the atrial lead exhibited undersensing. An x-ray was done and the atrial lead appeared to be dislodged. All other lead parameters were within acceptable limits and the patient was not paced in the atrium. The physician reprogrammed the pulse generator to sense and pace in the ventricle only. The patient's condition remained stable. The physician had no plans to revise the lead.